Event description:
During a lobectomy procedure, some of the staples were malformed in the middle of the staple line. Had to over-sew with sutures to complete the procedure. There was no consequence to the pt.